Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket infection. A revision was performed and the crt-d (cardiac resynchronization therapy) along with this right atrial (ra) lead, previously capped right ventricular (rv) lead and other implantable leads were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).